Event description:
The patient developed a hematoma following deployment of an angio-seal device. Vascular surgery was contacted and surgery was performed to repair the vessel; the patient received 4 units of blood. The angio-seal was removed and was reportedly found outside the artery; the anchor had not detached. The patient was reportedly recovering. The anchor was examined by the hospital staff; anchor was in the shape of a "v". A search of the database revealed no sts certification documentation for the user.